Event description:
Information was received from a patient and healthcare provider (hcp) via a company representative (rep) regarding the patient receiving dilaudid (unknown dose and concentration) later confirmed by the company representative to be morphine (1mg/ml, 0.1999mg/day) via implanted infusion pump indicated for spinal pain indications. It was reported that when they had an implantable neurological stimulator (ins) in (B)(6) 2025, it was found that the catheter for the pump was never connected to the spine. The patient stated since implant of the pump, it never really helped at all. The hcp who implanted the spinal cord stimulator told the patient the catheter was never "hooked up right when it was implanted". The patient stated they were having the pump replaced on (B)(6) 2025. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2025 reporting that the catheter was dislodged from the intrathecal space and was not delivering drug. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The pump and catheter were replaced. The issue was resolved at the time of report. The devices were discarded. The patient's status was alive - no injury. The patient's medical history was asked, but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.